Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "product alaris multi channel infusion pump (B)(4): channel a. Life flight crew dispatched to outside facility to pick up (B)(6) pregnant severe preeclampsia patient on magnesium sulfate (mgso4) infusion and lr infusion for transport to (B)(6) hospital. Mgso4 infusion at 25ml/hr. Pt placed on infusion pump channel a at 25 ml/hr. Rate verified by life flight rn and referring rn from outside facility. Pump started. During changeover of lr infusion, pt c/o being hot, not able to breathe. IV pump verified to be at correct rate but IV drip count in drip chamber appeared to be going faster. Pump stopped and tubing roller clamped. Inspection of the pump by clinical engineering performed (B)(6) 2017 and pump opened (B)(6) 2017. Inspections found that the motor mount holding the plunger motor for channel a was broken. With the broken motor mount, there was insufficient pressure applied to the plunger that normally would keep the IV line occluded. Fluid was therefore allowed to flow when it should not. Other channels were working appropriately." The customer reported that the patient received high flow oxygen and calcium gluconate for the magnesium over infusion. Other infusions were lactated ringers (lr) programmed to infuse at a rate of 100ml/hr on channel b. There was no lasting harm to the patient or baby.

Manufacturer narrative:
The customer¿s report that flow in the drip chamber appeared to be going faster than expected was confirmed during testing. The event log indicated the device was powered on at 5:50 pm on 12 november 2017. Channel a was selected and programmed to infuse at a rate of 25ml/hr. The infusion was started at 5:51 pm and stopped at 5:57 pm. The calculated volume infused was 2.5ml. Testing performed on the returned device showed that channel a failed the fluid occlusion test with no values recorded. This type of failure is attributed to a failing motor. Inspection revealed fractures in the motor assembly frame at the motor mounting cleats and the right side assembly screw mounts. Rate accuracy testing could not be performed due to the nature of the fracture; manual testing was performed by loading a primed administration set and manually rotating the motor which actuated the cam and pumping shaft. Free flow was observed and was attributed to the cam not creating enough contact pressure to close the valve, which allowed fluid to flow in the administration set. The root cause of the fractured motor assembly frame was not identified.